Manufacturer narrative:
(B)(4) date sent 12/10/2024 d4 batch # 829c46 b3: only event year known: 2024. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee45a device was returned with no apparent damage and with a gst45t reload loaded on the device. The reload was received partially fired 1/10, with the reload pan partially dislodged from the right proximal side. In addition, 5 double drivers loose making the reload non-functional. It is possible that handling by the customer could dislodge the pan and that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event reported was confirmed and it is related to improper use of the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 829c46, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device lot/batch number maintenance: x95r43 and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure they felt weird when they install the reload. And still fired the reload and at the same time was stuck. They change into the new product and new reload. There was no surgical delay. The procedure was successfully completed. There were no patient consequences.